Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was not getting any therapeutic effect when the internal neurostimulator (ins) was turned on. The patient had the ins implanted for pain in her foot but it's not working and she was in constant pain. Patient was hospitalized for a possible stroke in february. Patient outcome is unknown. Additional information has been requested, but was not available as of the date of this report.